Event description:
Information received indicated a patient was being transferred from a wheel chair to the bed by two therapists when the bed moved. The risk manager indicated the brakes were locked on the bed. A slide board and gait belt were being utilized in the patient transfer and the patient was slowly lowered to the floor. The patient complained of leg pain, but diagnostics indicate no evidence of acute changes. The patient is being evaluated for the pain.

Manufacturer narrative:
The hill-rom technician investigated and found the head end of the bed would move with the brake engaged. The technician adjusted the casters to repair the bed.